Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product : addr01, ipg, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead had a possible fracture and the impedance was high. A lead revision is scheduled and the lead remains in use. No patient complications have been reported as a result of this event.